Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed old device with old blue front cover and enclosure, water tank cover, printed circuit board, power switch, line cord, and racked water tank cover. Customer?s reported issue was duplicated. Old pump was loud. The root cause of the reported issue was not determined to have been caused by a faulty printed circuit board. Actions taken to mitigate the reported issue: no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. UDI information is unknown.

Event description:
It was reported that device was noisy. No patient injury reported.